Manufacturer narrative:
A ge service representative performed an onsite investigation and replaced the lock with a spare. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the key had been broken off in the lock. No pt injury was reported.